Event description:
It was reported the programmer was supposedly dropped, it worked but screen cracked and back door broke off. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement indicated.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the overlay and bezel screen are broken and the power cord bay door is missing. Analysis also found the ECG (electrocardiogram) connector on the lem (link electronic module) printed circuit board assembly is loose. System fan is noisy. It is noted a lem system error was found in the programmer error log. (B)(4).